Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump alarmed no delivery and customer could not get it to respond. Customer was eating breakfast and during the night the insulin pump also alarmed low battery. Customer programed a bolus for her breakfast and it delivered then it alarmed no delivery. Customer's blood glucose was 168 mg/dl. Troubleshooting was performed. Customer performed a fixed prime on the insulin pump and the device alarmed as no insulin exited. Customer was advised to run a manual prime on the insulin pump without a reservoir, when the piston reached the end it alarmed no reservoir. Customer was then advised to manual push insulin using a plunger on the reservoir. Initially customer stated there was resistance with no insulin but then customer saw the insulin exit. Customer then primed the insulin pump and insulin exited. Customer was advised the alarm was caused by infusion set and reservoir occlusion. The reservoir is not being returned for analysis.